Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there is a noise when the machine charges for energy and the energy cannot reach the selected value. No patient involvement or negative patient impact was reported.